Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as painful. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to not carry the lifevest on the shoulder or neck to prevent further bruising for the skin irritation. Follow up indicated that the skin irritation improved.